Event description:
It was reported that the ventricular lead had low r-waves and some undersensing with the programming. There was an electrical reset on the implantable pulse generator (ipg) and it was noted that the patient had a computerized axial tomography (cat) scan while in the hospital. The device was reprogrammed and remains in use along with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.